Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the left monitor on the 2600 system would not work. No patient injury was reported.